Manufacturer narrative:
Investigation date: 07/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rotor turns clockwise. The reported issue was discovered during pm testing. No patient harm reported.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The gearbox assembly was removed. After disassembly of the gearbox, the rotor shaft was found to be worn where the clutch meets the shaft. The root cause of the rotor shaft rotating bi-directionally is due to a worn rotor shaft at the clutch. An enhancement was made to strengthen the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.